Event description:
While performing our paracentesis procedures, the manifolds that connect the tubing to the neptune are making a whistling/hissing noise, preventing the fluid to be drained correctly. Once the manifold is switched, the problem is resolved. Sometimes, this takes multiple attempts/manifolds to fix this problem.